Event description:
Customer's spouse reported via phone that there was moisture under display screen due to dropping insulin pump into toilet. Customer's blood glucose was 95 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The insulin pump had moisture damage on electronic assembly and on motor.